Event description:
It was reported that, "pt's acetabular component was revise due to multiple dislocations."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.